Event description:
It was reported that the buttons on the insulin pump were hard to press. Customer also received a button error alarm on the insulin pump during bolus. Customer's recent blood glucose reading was 137 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.